Event description:
Customer reported receiving readings of 120 mg/dl, 140 mg/dl and 170 mg/dl on his adc meter that he perceived as erratic. Customer further reported that due to the non-consistency of the readings he sustained an unspecified injury ("internal biological damage") because he "(could not) treat himself properly". No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: during troubleshooting with customer service it was revealed the customer had not washed the site prior to testing. Not washing the site is a known cause of imprecise readings. Customer's date of birth and weight are unknown. Note: the date of the medical event is unknown. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory, but not within a 10 minute timeframe. (B)(4).

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1185503) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.